Event description:
Customer reported two erroneous glum (glucose) results were generated from the unicel dxc 800 synchron system on (B)(6) 2009 for two separate pts. The erroneous result was flagged by the system by a critical rerun and then retested. The sample was also run on a second system. The original test result was not reported out of the lab. The rerun tests were acceptable and verified by testing on a separate instrument. There was no effect on pt care.

Manufacturer narrative:
Qc results were provided and reviewed. The results were within established limits the day of the incident. Service visited the site to investigate the issue. The unit is currently performing within qc specs. The root cause of this event could not be determined. This is one of two medwatch reports related to two separate pt events for a single reported malfunction event. See medwatch number 2050012-2011-01432 for each pt event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.